Event description:
It was reported that the user experienced an occlusion alert on an ilet pump with a contact detach steel infusion set and noted that the tubing was not attached correctly to the infusion site, coinciding with a blood glucose of 393 mg/dl; after a full supply change, the occlusion alert cleared and glucose trended down to 167 mg/dl with stabilization, while using a libre 3 plus sensor. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and device education with supply replacement. Investigation included review of user-reported performance and troubleshooting steps. Investigation of this case revealed that the occlusion condition resolved after correction of the infusion set connection and complete supply change, indicating infusion blockage or flow interruption at the set/tubing interface. It was concluded that the event was attributable to an infusion set/tubing connection issue causing interrupted insulin delivery, which resolved with supply change and user education.